Event description:
Patient reported "lump in breast, rupture, capsule, and recall." Healthcare professional later reported "pain." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: not observed. Anxiety-product/procedure: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side lump, rupture, recall, and pain. Healthcare professional confirmed the events. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.